Event description:
Discordant advia centaur troponin ultra results were obtained on multiple patient samples. The results were reported to the physician(s). The samples were retested on the advia centaur and the corrected results were reported to the physician(s). There is no known patient intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant troponin ultra results was due to a leak at the acid, base and vacuum pumps. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.